Event description:
I had my essure implants put in (B)(6) of 2011 and at first everything was fine. About 3 months after it was put in I started my period and I bled for 3 months straight. I went back to my doctor and was put on birth control pills to regulate my periods. I started having horrible migraine headaches, my left side always hurts during my periods and even when I'm not on my period. It's hard to have sex because it hurts so bad and feels like my ovaries are being ripped out. I have constant dizzy spells and always feel tired. When I brought this to my doctor's attention I was told it was because I was overweight. Since the procedure I have lost 40 lbs and I'm still experiencing these symptoms.